Event description:
Pt alleged that device malfunctioned without generating an error code. Pt reported that the piston rod is sticking and the motor is continuing to run. No treatment was received as a result of this incident.